Event description:
It was reported that during follow up, non-sustained lead noise was observed, detected as vf by the device. No inappropriate therapy occurred due to the noise. Lead was capped and replaced.